Event description:
Related manufacturer reference number:1627487-2022-04674. It was reported that the patient¿s right s1 lead migrated during unrelated procedure. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op. Note: it is unknown what sn is the right lead. As such, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.